Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a handpiece. It was reported that during the use with the lighted handpiece, the coating peeled off, almost splitting in half as observed in attached photos. They never used a scratch pad to clean handpiece tip. This surgeon routinely used the old handpiece and this was his first time using the new lighted one and he was just doing routine dissection as he usually does and this happened. They immediately opened a second one and had no issues with second one that was opened. There was no impact to patient.

Manufacturer narrative:
H3: analysis summary: complaint confirmed: upon receiving the device, the area surrounding the blade, had eschar buildup in the finger grip and inside the dislodged heat shrink component. Prior to decontaminating the device, an excessive number of deep markings on the heat shrink component, (between the shoulders of the blade and slightly under the finger grip component. The markings observed on the heatshrink and long tear along down one side of the heat shrink indicates the heat shrink could have caught on something that may have caused the heat shrink to tear an excessive amount or the operator did not handle the device properly when the device was periodically being cleaned to prevent excessive eschar buildup. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.